Event description:
The customer reported that the insulin pump alarmed low battery even after the battery was changed. The customer stated that the insulin pump does have a crack and need to be replaced. During the call, the customer mentioned that while driving in puerto rico her blood glucose dropped to 32mg/dl and she lost control of the car. The customer had a neck brace put on, but did not go to the hospital. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. All the currents were within specifications and the device was monitored for three days. The device was received with a cracked case at the display window.